Manufacturer narrative:
Repairs have not been completed.

Event description:
Info received indicates the head hi/low function is drifting slowly. The account has replaced the head hi/low down and trend valves but the issue remains.